Manufacturer narrative:
The product has been returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the threads of the s437a2409 s&r standard knob assembly, a subcomponent of the a2079 mayfield infinity xr2 base unit, had broken off on an unspecified date. It was unknown if the device was in contact with patient and whether there was any patient injury or surgery delay. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The product was returned for evaluation, however, DHR review cannot be performed at this time as lot number was not provided. Unit received with the threads broken off of the knob. Complaint was confirmed. Root cause is not known however the most likely reason for broken knob is that user applied torque to knob in excess of material strength of screw thread or with combination of user torque and clamp support load exceeding screw thread strength.